Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a clinician holding the butterfly winged needle, the needle cannula appears to be bent. Therefore, the investigation is confirmed for the reported deformation issues. However, it is inconclusive for the reported fracture issue as the provided photo is not sufficient to confirm fracture. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a port placement procedure using power port isp MRI 6cf int w sp, att, sl via subclavian vein to right chest wall. Prior to the procedure, the port set was allegedly found deformed as breakage of tube occurred. There was non-damaging butterfly-winged cannula that is unusable. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2025, a patient underwent for a port placement procedure using power port isp MRI 6cf int w sp, att, sl via subclavian vein to right chest wall. During the procedure, the port set was allegedly found deformed as breakage of tube occurred. There was non-damaging butterfly-winged cannula that is unusable. There was no patient contact.